Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app but failed to pair to the ilet, consistent with an intermittent communication failure involving the antenna/electrical-radio interface, and the user was guided to toggle and re-enter the pairing code with education that connection can take up to thirty minutes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet, characterized as intermittent communication failure, with the antenna identified as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.